Manufacturer narrative:
Additional 510(k) number k072642.

Event description:
It was reported that the abutment screw (ilrght) fractured resulting the mobility of the prostesis.

Event description:
It was reported that the abutment screw (ilrght) fractured resulting the mobility of the prosthesis.

Manufacturer narrative:
Certain® titanium large hexed screws was returned for inspection. The screw was fractured at the middle of the threaded regions. The drive features are worn from use. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium large hexed screws, it is recommended to torque at 20 ncm. Alleged event was confirmed following inspection.